Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystic fibrosis ("type of autoimmune diagnosed: cystic fibrosis"), psychological trauma ("psych injury") and fatigue ("fatigue"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, cystic fibrosis, psychological trauma and fatigue outcome was unknown. The reporter considered abdominal pain, cystic fibrosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Events: migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), cystic fibrosis, psych injury, nausea, weight gain, fatigue were newly added. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.